Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The cotton swab with foreign material was sent to olympus medical systems corp. (Omsc) on june 30, 2021. Omsc conducted a component survey of foreign material sent from the user facility. As a result of the component survey, silicon (si), iron (fe), chromium (cr), and nickel (ni) were detected in foreign material. Since this silicon component was a gel-like liquid and was not used in endoscopes, omsc determined that the foreign material had invaded from the outside. In addition, the silicon component could not be identified due to its many uses, but it may be a chemical solution. Also, omsc determined that iron (fe), chromium (cr), and nickel (ni) were stainless steel materials. This may be wear debris due to interference between the stainless steel parts used in the pipeline and the endo-therapy accessory. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The cotton swab with foreign material was sent to omsc on june 30, 2021. The device and channel cleaning brushe bw-20t were not returned due to the request of the user facility. The user facility requested analysis of the components of foreign material adhering to the cotton swab. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user saw a black substance came out of the instrument channel of the endoscope. When the event occurred, the customer was precleaning the device using the olympus channel cleaning brush bw-20t with lot number 13r. There was no report of patient injury associated with the event. A nurse at the user facility reported that she felt resistance especially when using that particular lot. The doctor said that the channel may have been clogged with the foreign material for a certain period of time due to the insertion problem. The foreign material adhering to the bw-20t was not collected because the facility cleaned the brush. However, the customer sampled the black material on the channel by using a cotton swab and will send it to olympus for analysis. The device had been reprocessed with the olympus automated endoscope reprocessor models oer3 and oer4 after precleaning.